Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history report review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The tank cover was cracked. Wear and tear had damaged the enclosure and front cover. Printed circuit board (pcb) and power switch were outdated. Tank was filled with water, temperature check was attached, line cord was plugged in and the power switch was turned on. The reported problem was duplicated. The root cause for the reported problem was found to be a damaged pcb by the customer. No action was taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Other, other text: additional info will be included in the initial report. Received stating the issue discovered during testing. No patient involvement.

Event description:
It was reported that the device "would not calibrate". No patient involvement reported.